Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 17704603.

Event description:
It was reported that the patient experienced inadequate and loss of stimulation due to spinal cord stimulation (scs) lead had high impedances. Frequent implantable pulse generator (ipg) charging was also noted. The patient underwent an scs lead and ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2218-70 (sn: (B)(6). The returned lead was analyzed. Visual and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik anchor. There were no exposed cables at the fracture location. With all the available information, boston scientific concludes that the allegation of lead damage has been confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik anchor. Sc-1132 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced frequent charging of the implantable pulse generator (ipg), inadequate and loss of stimulation due to the cervical lead having high impedance. The patient underwent a spinal cord stimulator (scs) lead and ipg replacement. The patient was doing well postoperatively.